Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record could not be performed as no lot number was reported for this complaint. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the drain tube that is provided with a very sharp tip left a skin lesion of more than 1.5 cm to the removal leaving a wound of conspicuous size that needed treatment. After removal of the tube this wound is to be approached with sterile stripes of the flaps. The drainage continued to have leaks and the air intake into the collection bag. No additional adverse events have been reported as a result of this malfunction.